Event description:
It was reported that during a one month follow-up for a vesica sling placement, the pt experienced a vaginal yeast infection. The pt was treated with monistat and the problem was resolved. No product will be returned as the device is still implanted.